Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a cartridge was noted to be split. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Three (3) used cartridges were returned. A small amount of viscoelastic is dried in each cartridge. The cartridge tips have light to medium stress one has a small aneurysm on the anterior. The customer indicated the use of a qualified iol, a handpiece and viscoelastic. Cartridge and iol product history records were reviewed and the documentation indicated the products met release criteria. The reported damage was not observed. The stress and small aneurysm observed are an expected occurrence with a lens delivery and do not denote a product deficiency. The manufacturer internal reference number is: (B)(4).